Event description:
The customer received a blood glucose reading of 285 mg/dl on the contour next link meter, re-tested on a different meter and the reading was 120 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips were sent to the customer